Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6), 2012 due to high blood glucose, leg swelling and color changes. Customer's blood glucose was 1900 mg/dl and the current blood glucose was 152 mg/dl. Customer stated symptoms related to high blood glucose which were feeling sick, unwell, confusion, tried, weak, altered vision. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.